Manufacturer narrative:
Method: the samples were returned for eval and inspection. Flow rate accuracy tests and pressure pot test were performed on the returned samples. A flow rate accuracy test was performed on 2 reserved samples. Result: pumps 4 and 5: (pumps 1, 2, & 3 were reported in mfg report #2026095-2012-00117 (B)(6)). A flow rate accuracy test was performed on pumps 4 and 5. Due to error messages in the initial investigation, the pumps were retested in two separate tests and the flow rates were within spec. Reserved samples: due to the error messages in the 1st test eval, I-flow conducted a flow rate test on reserved samples of the same lot on (B)(4) 2012. The test results were within spec. Conclusion: the complaint was not confirmed.

Event description:
Drug/diluent: na, fill volume: na, flow rate: na, procedure: na, cathplace: na. I-flow received 3 eclipse pumps reported under mfg report # 2026095-2012-00117 (B)(6). Two add'l unused pumps (e401000, 400ml) were received on (B)(6) 2012 for testing. Pt reported the e401000 pumps were also a fast flow. These pumps were received unused and in unopened packages. Pt contact: no.